Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that they have no further information on this event and that according to the doctor, the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, it was noted that during the procedure the ins had reset itself; so rep had to re-enter ins serial number. Rep said that they had programmed the implant earlier. Another email response was received from rep stating again that per dr. (B)(6), the patient was doing well clinically and the issue was resolved. No further complications were reported. Please refer to (B)(4) for the impedance issue at last office visit.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins was removed in 2013 because it became painful a couple of months after implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with rep reporting they will be with healthcare professional tomorrow and will follow up on this patient. No further complications reported.

Manufacturer narrative:
Adv evnt/prod prob corrected to only product problem from adverse event. Date of event was corrected to (B)(6) 2018. Event description was corrected as initial event description in reg report was incorrect. Date MFR rec was corrected to 2018-02-21 as initial date MFR rec in reg report was incorrect. Please note, the initial regulatory report created with (B)(4) was submitted in error and is a duplicate for patient in reg report 3004209178-2018-03823. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that troubleshooting assistance was needed for an intra operative impedance issue. Manufacturer representative (rep) reported getting high impedances on c1 at 651ohms, c2 at 1242, c3 at 1748 and c3 at 2191 and c2 and 3 at ????. The rest of the electrodes impedances were greater than 4k ohms. Rep then ran impedance at 2.5 volts and 360pw, impedance was normal for all electrodes except 0, which is greater than 4k ohms. But when rep program the 0 electrode, the patient was getting bellows. Rep reported seeing the blue tip and healthcare professional (hcp) did tug on the lead to make sure it was secure so hcp closed up. More information was received from rep reporting that the impedance for electrode 0 was still greater than 4kohms but that patient was getting bodily response at 0.5v. It was reviewed with rep to check again at follow up. No further complications were reported.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an ins it was reported the patient was exp eriencing device discomfort and shocking. The manufacturer representative stated that upon an impedance check, the patient¿s healthcare provider (hcp) determined that the device would most likely need to be removed and possibly replaced. Additional information from the healthcare professional (hcp) on august 9th reported the patient first started experiencing the shocking and discomfort on (B)(6) 2018. The hcp reported the cause of the shocking was not determined. The hcp stated the actions taken to resolve the shocking and discomfort was the device was turned off and the explanation with the implantation of a new stimulation was scheduled. The hcp noted the shocking and discomfort was not resolved yet. Additional information from the manufacture representative (rep) on august 16th reported the patient had a replacement on august 15th. The rep noted the physician would like the battery interrogated. The rep noted it was a continuation from an issue in february. Additional information from the rep on just 16th reported high impedance values. The rep stated following the implant the patient was getting good therapy. The rep stated that the patient¿s therapy stopped working and she got a shocking sensation. The patient went back into the office and they found impedances to be high, greater than 4000 ohms on all pairs expect for 01, 12, 23. The rep stated that after the appointment a revision was scheduled. The revision occurred on (B)(6) 2018 and at the revision the lead and battery were disconnected. The rep noted at the original procedure they said that they heard the click of the wrench indicating that the setscrew was torqued properly. The rep stated the hcp looked at the lead under fluro and it looked great. The patient got good motor response on the all tested pairs expect one, so they swapped the battery only. The rep noted they would send back the ins for analysis. It was noted the shocking occurred at the lead location and was sudden in onset. The patient noted the loss of therapy and shocking began sometime before august 2nd and after implant in february 2018. The rep noted the high impedances were noticed on august 2nd. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies and passed final functional testing and functioned properly. It was noted that the device was subjected to a series of standard tests that included (but was limited to) visual inspection, output, and telemetry. Normal impedances were observed when an impedance test was run with a known good lead. Good, stable output was seen on all electrode pairs. If information is provided in the future, a supplemental report will be issued.